Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received any low battery alert's prior to replace battery now alarm. Customer states the insulin pump was not dropped and there were not unattended alarms. The customer was advised that the insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected power loss, replace battery alarm or replace battery now alarm noted.